Event description:
Multiple bd blunt fill needles with filters failed to function properly, preventing medication from being drawn into syringes. Users reported feeling pressure in the syringe when injecting air into vials or attempting to draw liquid. When a different needle was used, medication flowed correctly.